Manufacturer narrative:
Serial number of the device was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced multiple no external power alarms even during hospitalization. The clinician team tried to solve this by exchanging a battery clip, which may have resolved the issue and the battery clip will not be returned for evaluation. The patient was also given v-lock cable. The manufacturer's technical service representative reviewed the log file and confirmed multiple no external power alarms, which could be caused by the power cord coming loose from the mobile power unit (mpu) or the ac wall outlet.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the patient's controller having no external power events, was confirmed in the submitted log file. The log file contained approximately 47 days of patient usage data. No external power events occurred on 6 occasions; the controller operated on backup battery power in all occurrences. Per the log file, the controller was operating on mpu power prior to and after external power was restored (in all cases). Based on the log file, the mpu loss power was either a mpu power cord connection issue or an electrical outlet connection issue. The mpu and ac power cord were not returned for evaluation. The customer was sent a locking ac power cord after technical service reviewed the submitted log file. No further information was provided. The manufacturer is closing the file on this event.